Manufacturer narrative:
(B)(4).

Event description:
It was reported when the patient received an alert for possible high voltage circuit damage. The patient either went through an angiogram or spinal surgery on that date. It is unknown if cautery was being used. Fibber was not available. A capacitor maintenance could not performed and it is suspected there is damage to the device. The device was explanted and replaced. The patient condition is fine.